Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin is squirting out during manual prime. Pump passed from 20 units to 0 in 30 - 60 hours causing low blood glucose. Customer¿s current blood glucose was 43 mg/dl. Customer states insulin continues to drip after motor stops during the manual prime process. Customer also reported compromised force sensor system alarm. Customer states they are unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer states they are stuck in rewind complete and bolus delivery loop. Troubleshooting guide steps were explained for prime rewind anomaly. Customer states they were not wearing the pump during priming. Customer states the motor did not slow down nor did numbers ramp up on the screen. Customer advised to disconnect the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No prime anomaly noted during testing. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.